Event description:
During evaluation of a home pt's homechoice device, a baxter technician identified a potential overfill situation. During drain 4 of therapy in 2008, the home pt had an ultrafiltration (uf) of 1730, indicating that the pt drained 1730ml more than the fill volume of 3000ml. A follow up call was made to the home pt's nurse. The nurse stated that the pt was having ultrafiltration numbers that were highly variable. No cause was determined but the issue resolved itself. The pt did not experience any symptoms of overfill during the timeframe. The nurse did not have any other info.

Manufacturer narrative:
Three simulated therapies were performed. During these therapies no problems were encountered. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The event, therapy and alarm logs were obtained. The event log contains data from 2008 and recorded no device anomalies. The log shows that during most of the drains during the 4th cycle the device alarmed with a low ultrafiltration (uf) alarm. With a last manual drain set to yes and a target uf set to 100 ml, the device will display this alarm until the total uf for that therapy is greater than 100ml. During each of these therapies, the total uf was a negative value prior to the start of cycle 4. The event log shows that the stop button was then depressed muting the alarm. The therapy log recorded information from 2008 and recorded no device anomalies. The log shows that the last 6 therapies performed had positive total uf's. The alarm log recorded alarms from 2008 and recorded no device anomalies. The log did record numerous low uf alarms. A review of the device's cycle x cycle uf log revealed 5 instances of overfill (therapies started five days in 2008). During each of these therapies, the total uf was a negative value prior to the start of cycle 4. A review of the device service history revealed no past trends. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the identified overfills. Based on the evaluation, the most probable cause for these is: insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold and last manual drain programmed to yes with a target uf of 100 ml.